Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted tool marks on the header and the header was partially lifted up from the device case. Body fluid contamination was noted on the feed through underneath the header. There was body fluid contamination in each of the lead barrels. All seal plugs and the medical adhesive around them were intact. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that the device was beeping. Upon interrogation, an error message was noted. Boston scientific technical services (ts) recommended performing a memory download. After reviewing the memory download, ts confirmed that the device was malfunctioning. The device was able to provide therapy and had significant reserve for the device to maintain normal therapy functions for four weeks. It was recommended that the device be explanted and replaced. A device replacement procedure was scheduled and the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.